Event description:
It was reported that the pump of this artificial urinary sphincter (aus) migrated from its original position. As a result, the pump was revised. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for balloon is (B)(4).